Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an atrial fibrillation ablation, a patient found to have grounding pad site burn. It was noted that the integrated precision lab did not use a fluoroscopy. Also noted that the customer was using a flexibility catheter, 3.5 mm irrigated tip. The returned patch was placed 1 inch right of the spine at the apex of scapula.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an atrial fibrillation ablation, a patient had found to have grounding pad site second degree burn. Topical ointment was applied on the burn site. The return patch was placed 1 inch right of the spine at the apex of scapula. It was noted that the integrated precision lab did not use a fluoroscopy. Also noted that the customer was using a flexibility catheter, 3.5 mm irrigated tip with intracardiac echocardiography the entire procedure. Generator setting of 30-50 w. No further information available at this time.